Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is off-label usage of the device, on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the day the sensor had been inserted in the abdomen. According to the report, on (B)(6) 2024, the patient's sister called the ambulance because she was unconscious. The receiver was showing 133 mg/dl and the bg was 32 mg/dl once the ambulance arrived. She was given glucagon and was sent to the hospital. The patient was stable upon arrival and discharged after a few hours. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.